Manufacturer narrative:
D9, g3, g6, h2, h3, h6, h10 the glidescope core quickconnect cable represented by this complaint was not returned to verathon until after a subsequent event had taken place. The initial no image complaint was reported on MFR report #:(B)(4) and this submission is to capture the analysis of the returned device. The subsequent event that occurred with this cable and its return / analysis is captured on MFR report #: 965393-2020-00177. The glidescope core quickconnect cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned core quickconnect cable and could not reproduce the fault; no issue was found. The unit functioned as intended. The customer received a replacement core quickconnect cable so the returned glidescope core quickconnect cable was scrapped. No further investigation is requied at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.8 single-use bronchoscope, the screen went black. The customer's respiratory therapy manager stated: "the image was fine during setup but when pushing the bronchoscope through the endotracheal tube in the middle of the procedure is when the black image issue arose. At that point another bronchoscope was grabbed to test but the issue occurred again. The rt manager "noted the issue could have been user error as the person performing [the procedure] was not the regular healthcare professional who has used our device and when it was being moved the connectors could have disconnected, but this is still only an assumption." No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a covid-19 patient procedure, using a glidescope bflex 5.8 single-use bronchoscope, the screen went black. The customer's respiratory therapy manager stated: "the image was fine during setup but when pushing the bronchoscope through the endotracheal tube in the middle of the procedure is when the black image issue arose. At that point another bronchoscope was grabbed to test but the issue occurred again. The rt manager "noted the issue could have been user error as the person performing [the procedure] was not the regular healthcare professional who has used our device and when it was being moved the connectors could have disconnected, but this is still only an assumption." No delay in the procedure, use of a backup device, or harm to the patient or user was reported.